Event description:
A nurse entered volume to be infused at 70 cc on channel c. Which had cardizeim drip infusing at 10cc/hour. Pump alarmed air. The pump was found to be infusing at 70cc/hour. The medication bag was empty with volume left to infuse at 30cc. The patient received 40cc at 70 cc/hour rate. Channel a malfunctioned also - when nurse pressed channel a select, it would not respond. The pump was removed from service and sent to clinical engineering. The patient was monitored with no injury noted. There were no changes in the patient's blood pressure or heart rate.